Event description:
It was reported that the device had reached elective replacement indicator and did not deliver an alert. The device was suspected to be prematurely depleted and recommended to be replaced. The patient did not experience any adverse consequences. No further information is available at this time.